Manufacturer narrative:
Qn#: (B)(4).

Event description:
The customer reports that the spring wire guide kinked prior to patient use.

Manufacturer narrative:
Qn#(B)(4). The customer returned swg assembly and a lidstock for analysis. Signs-of-use in the form of biological material was observed on the guide wire and the tubing, which contradicts the customer report that the damage was observed before use on the patient. Visual analysis revealed a long, continuous bend across the entire guide wire body. Additionally, the distal j-bend was completely misshapen and almost non-existent. Despite this, the proximal and distal welds appeared spherical and intact. The guide wire total length measured 686mm, which is within the specification limits of 679mm-687mm per the guide wire graphic. The guide wire outer diameter measured .793mm, which is within the specification limits of .788mm-.826mm per the guide wire graphic. The guide wire was passed through a lab inventory ars/introducer needle assembly. Little to no resistance was observed as the guide wire was able to pass completely through the assembly. A manual tug test confirmed that the proximal and distal welds were secure and intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not withdraw spring-wire guide against needle bevel to minimize the risk of possible severing or damaging of spring-wire guide". The report of a kinked/bent guide wire was confirmed through complaint investigation. One long continuous bend was observed across the entire guide wire body. Also, the distal j-bend was completely misshapen and almost non-existent. The guide wire met all relevant dimensional and functional requirement, and a device history record review did not reveal any relevant findings. Based on the customer report and the sample received, the root cause cannot be determined as biological material was observed on the guide wire. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports that the spring wire guide kinked prior to patient use.